Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic during a follow up, post-paced t-wave oversensing on the ventricular channel was noted on a real time egm. Programming changes were made and the problem was resolved.